Event description:
Review of service data has detected a reportable event. During servicing, monitor sn (B)(4) reset at power up. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor reset at power up. The cause of the reset was suspected to be caused by a defective programmable logic device (pld) component u1003 on the computer analog board. The root cause of the defective u1003 was unable to be positively identified. No adverse event resulted from the defective monitor. The last patient to use this belt did not report any deficiencies.